Event description:
Second revision surgery - due to the pt having osteolysis. The surgeon removed the djo head and replaced it. He also removed a shell from zimmer and replaced it.

Manufacturer narrative:
The reason for this revision surgery was to address osteolysis the patient developed after 6.75 months of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. (B)(4). A review of the product complaint report history shows this is the third complaint for this product: one due to dislocation, one due to pain, and one for instability/poor joint issues. This is the first complaint for this lot number. The root cause for the osteolysis was not determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.